Event description:
Pt was admitted to the hospital for a sterilization procedure. Urine pregnancy tests were performed with the results listed below. Following the urine tests, a serum hcg was performed with a result of 2 so the procedure was carried out.

Manufacturer narrative:
Customer found calibration bar on the instrument was soiled. Instrument was removed and returned to the manufacturer for service. Service rep opened the instrument and found a urine strip inside. Customer was provided with operator manual for cleaning and maintenance procedures.